Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
No parts are expected to be returned for evaluation. A review of the DHR indicates there were no ncrs or deviations associated with the reported problem.